Manufacturer narrative:
The manufacturer is in the process of contacting the physician to gather more information on this event, including device serial number. Livanova (B)(4). Will then determine the appropriate investigation actions and timeline. As per the manufacturers sterilization process for carbomedics prosthetic mitral heart valves: the general requirements for monitoring the sterilization process and the release of sterilized products have been defined in accordance with en iso (B)(4): 2006. The sterilization process is performed and validated in accordance with the en iso (B)(4):2006 standard using the ¿overkill method¿. This method is able to guarantee a sal (sterility assurance level) equal to 10-6 in accordance with en (B)(4) requirements, and it is very conservative because it is based on the inactivation of (B)(4) reference microorganism, the most recognized resistant to steam sterilization processes (geobacillus stearothermophilus). The overkill method guarantees that the applied sterilization parameters are much more stricter than those required to inactivate the natural bioburden of the product to be sterilized. No staphylococci are more resistant than spore-forming bacillus such as geobacillus. Therefore the manufacturer can conclude through the sterilization process that the endocarditis experienced by the patient approx 2 years after device implant can not be contributed to the device and may be related to the patient's clinical history (alcohol, tobacco and cocaine consumption). Not yet determined if device available.

Event description:
On (B)(6) 2017 livanova (B)(4) became aware of a paper containing the following information: "a case of a (B)(6) male with a history of tobacco, alcohol, and cocaine consumption. At (B)(6), the patient had undergone mechanical mitral and aortic valve replacements, with a carbomedics 31 mm (sorin group,(B)(4)) and a st. Jude 23 mm (st. Jude medical,(B)(4)) valve respectively. Two years later he had contracted a staphylococcus capitis endocarditis, during which echocardiography described a pmaivf, aortic insufficiency, and disinsertion of the prosthetic mitral valve. After appropriate antibiotic treatment, the patient was taken to the operating room for his second surgery. The infection had caused disinsertion of both prosthetic valves by causing extensive damage to the maivf. After removing both valves & careful debridement of devitalized tissue, including a small section of the mitral annulus, the maivf was repaired with a bovine pericardial patch. Once this structure had been stabilized, a new carbo medics 31 mm mitral valve was installed. A 23mm st jude aortic valve was also installed. There was no need to resect a portion of the aortic root" the patient remained well throughout a 16-month follow-up.

Event description:
As informed by the physician this patient experienced mechanical complications of endocarditis on prostheses. There have been 3 re-operations since the initial operation, giving a total of 4 surgeries. No problems with the device as per physician. Fistula following infection damage.

Manufacturer narrative:
Further information has been requested from the physician by the manufacturer, with no further comments provided. The serial number is not known nor is the device available for return or analysis. No further evaluation is possible by the manufacturer at this time. Device not returned to manufacturer.